Event description:
Revision on legion insert due to underside locking mechanism breaking and poly dislocating.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned insert indicated damage on the articulating surface, with extreme damage to the distal locking face. The batch number was not visible or provided. A review of complaint history on the listed part revealed no additional complaints for the listed part with this failure mode. A lab analysis indicated that wear on the articular surface was likely due to normal articulation between the insert and femoral component. The insert disassociation likely occurred following the fracture of the posterior locking mechanism. The cause of the fracture could not be determined from the available data. Further damage to the inferior surface of the insert could have been caused by the insert riding on top of the baseplate following disassociation. No material or manufacturing deviations were observed during this investigation. A clinical analysis indicated that based on the available information, the root cause for the breakage of the locking mechanism cannot be concluded. No patient information has been provided. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.